Event description:
Physician was deploying a perclose proglide into the right femoral artery and the perclose broke off at the arterial puncture site. Part of the closure device was noted in the artery, extending into the aorta. The pt did not have any immediate adverse effects from this. Vascular surgery was contacted and came to the cath lab to evaluate the case. In that time, surgeon was able to snare the perclose device and removed it. Brachial access was then obtained where he took angiograms of the right iliac with runoff. Physician ballooned the right iliac artery. Flow was noted on the angiogram of the right leg at end of case. No pulse was noted via doppler in right pedal or post tibial of right foot. Pt was complaining of right leg pain and numbness. Surgeon was made aware. Pt was transported to (B)(6) via cart with two rn's. FDA safety report ID# (B)(4).